Event description:
Procedure type: colon resection. According to the reporter: it was difficult to fire the device. After firing it, a leak was observed at the staple line and the staples were not properly formed. Another instrument was applied and a leak was observed again. The anastomosis was manually recovered. No bleeding occurred as a result. No patient details were disclosed.